Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements which triggered a lead safety switch to unipolar mode. The patient presented to the clinic and an x-ray was performed. An rv lead fracture was confirmed. The physician requested an interrogation, however, this pacemaker system was having difficulty completing a remote interrogation. Troubleshooting efforts were performed. It was suspected that the issue was related to the radio frequency settings in the pacemaker. No solution has been determined yet. Currently, this product remains in service and no adverse patient effects were reported. No additional adverse patient effects were reported.